Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during right ventricular (rv) lead attempted implant, the helix failed to function as designed following a repositioning attempt due to poor measurements. The entire lead body required rotation to remove the lead from the patient. Another lead of same model type was then implanted with no further issues and the attempted implant lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with a stretched helix and a trace of dried blood. Laboratory analysts confirmed the connector tool, returned with the lead, was not aligned indicating an improper insertion. Following a tool adjustment, confirming proper insertion, the helix mechanism was then functional; however, full retraction of helix could not be achieved due to stretched in helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, the root cause was likely an improperly seated connector tool. The lead passed all electrical testing.